Manufacturer narrative:
A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The actual sample used during the patient's procedure was not returned to the manufacturer for inspection/evaluation. Based upon the available information, the definitive root cause for this event is unknown; therefore, the investigation surrounding the allegation of reocclusion is inconclusive. The instruction for use (IFU) adequately states general instructions for use, warnings, precautions, and potential complications/adverse events associated with the use of the and experienced during clinical trials involving drug coated balloons. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the left superficial femoral artery (sfa). Approximately 2 year 6-month post index procedure, the patient was experienced reocclusion. It was further reported revascularization was performed to treat the lesion.

Manufacturer narrative:
H10: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The actual sample used during the patient's procedure was not returned to the manufacturer for inspection/evaluation. Based upon the available information, the definitive root cause for this event is unknown; therefore, the investigation surrounding the allegation of reocclusion is inconclusive. The instruction for use (IFU) adequately states general instructions for use, warnings, precautions, and potential complications/adverse events associated with the use of the and experienced during clinical trials involving drug coated balloons. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: a4 h11: b6 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesions located in the left superficial femoral artery (sfa). Approximately 2 year 6-month post index procedure, the patient was experienced reocclusion. It was further reported revascularization was performed to treat the lesion.